Event description:
On (B)(6) 2011, the reporter/health care professional contacted lifescan (B)(4) alleging an error 1 message issue with a one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. Investigation confirmed the alleged issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time regarding the meter. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. Once the evaluation is completed, a supplemental report will be filled. (B)(6).